Manufacturer narrative:
Evaluation conclusion: the device was evaluated and repaired by a third party service center. Device evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's power management board and internal battery were replaced to address the issues.